Event description:
It was reported that catheter entrapment occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified external iliac artery. A 7.0x40, 75cm mustang balloon catheter was used over a moistened non bsc guidewire to dilate the lesion at 20 atmospheres. However, upon withdrawal, the device became stuck with the guidewire. The devices were then removed together. The procedure was completed with a different device. No patient complications were reported. The physician noted "the feeling that the lumen was not smooth was felt over the wire."

Manufacturer narrative:
Device evaluated by MFR.: the device was received with the customer's guidewire inserted through the mustang device. An examination of the returned device identified that the balloon had been inflated and was not refolded. No issues were noted with the balloon material which may have potentially contributed to the complaint incident. A visual and tactile examination identified no kinks or damages along the entire length of the shaft. A visual examination identified no damage to the tip of the device. An examination of both markerbands identified no damage. As part of the analysis, it was possible to remove and re-insert the customer's guidewire through the mustang device with no resistance noted. No damage was observed along the entire length of the wire. No other issues were identified during the product analysis.

Event description:
It was reported that catheter entrapment occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified external iliac artery. A 7.0x40, 75cm mustang balloon catheter was used over a moistened non bsc guidewire to dilate the lesion at 20 atmospheres. However, upon withdrawal, the device became stuck with the guidewire. The devices were then removed together. The procedure was completed with a different device. No patient complications were reported. The physician noted "the feeling that the lumen was not smooth was felt over the wire."